Manufacturer narrative:
Further information was requested but not provided.

Event description:
New information received notes that on (B)(6) 2021 the right ventricular (rv) lead was capped and replaced. The patient condition was unknown.

Event description:
New information received notes that the patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed noise oversensing on the right ventricular (rv) lead. No inappropriate therapy was delivered during oversensing. No changes or intervention was performed; the patient would continue to be monitored. The patient condition was stable.